Event description:
According to the available information, the device began leaking and was no longer operational. No adverse effects to the patient were reported.

Manufacturer narrative:
Cylinder 1 was received for evaluation. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. The information received indicated leak was noticed a few weeks after implantation. Based on the evaluation and information received, the separation most likely occurred inadvertently during the implant procedure. The senior research and development engineer reviewed the returned cylinder. During this review, it was concluded that the cylinder may have been damaged during implantation. It appears that a forceps or some other instrument was used to grip the tip of the cylinder to help seat the device in the corpora during surgery, which may have caused this separation noted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device began leaking and was no longer operational. No adverse effects to the patient were reported.